Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. Customer reverted to an alternate method of insulin therapy. Bolus was delivered to address elevated bg level of 450 mg/dl.